Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00233. The device was implanted in the patient.

Event description:
The patient was undergoing a y-90 mapping procedure in the gastroduodenal artery (gda) using pod4 coils and a lantern delivery microcatheter (lantern). During the procedure, while the physician was deploying a pod4 coil into the gda, the lantern kicked out of the vessel leaving a portion of the coil in the gda. The physician attempted to reposition the lantern into the gda; however, the angio catheter dislodged from the celiac artery into the aorta and at the same time, the pod4 unintentionally detached. The physician made several attempts to retrieve the pod4 coil using a snare device but was unsuccessful and decided to leave the coil in the patient. A portion of the pod4 coil was left in the gda while the remaining segment was left in the right hepatic artery. The physician removed the lantern and continued the procedure in a small accessory vessel using another manufacturer's microcatheter and coils. The procedure was then completed after the physician injected macroaggregated albumin (maa) into the vessel.